Event description:
Additional information was received that the device was reprogrammed to resolve the event.

Event description:
During a remote follow-up, loss of capture was observed on the right ventricular (rv) and left ventricular (lv) channels of the device. Technical services was contacted and provided reprogramming recommendations. No intervention has been completed. The patient is stable.